Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The main coil, the introducer sheath, the delivery wire, and a valve were returned. The main coil and the delivery wire were not interlocked. The introducer sheath was inspected and no damages were found. The twist lock was opened. The delivery wire was inspected, and no damages were found. The main coil was kinked, stretched, and the interlocking arm of the main coil was detached.

Event description:
Reportable based on device analysis received on (B)(6) 2022. It was reported that high resistance was noted while attempting to deploy the coil. The target lesion was located in the splenic artery. An 18mmx40cm and 20mmx40cm interlock-35 were selected for use. During the procedure, high resistance was encountered when deploying the 18mmx40cm coil with the help of a 5f catheter. It was then withdrawn and pulled back to the sheath and found that it could not be deployed. The entire catheter was removed. The coil was replaced, but the same issue occurred with the 20mmx40cm coil. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.